Manufacturer narrative:
Integra has completed their internal investigation on 23mar2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: one (1) unopened package of an unused unit from catalog c6636, cusa excel 36khz cem nosecone corresponding to fg lot # 1152678 was received for evaluation in its original package. The unit was received completely and acceptably sealed. Upon inspection, the foreign material was observed on the tray (p/n 225200325). During the inspection, it was observed that the foreign material was a small loose particulate (black color). The black particle was compared with tappi¿s dirt chart finding it similar to the tappi¿s dirt dot with dimension 3.00mm2 which is bigger than the acceptable dimension established for parent material. Nosecone products are manufactured by ennovea, llc supplier, known previously as (B)(4). And shipped to integra (B)(4) for packaging and sterilization process. According to the DHR review, no anomalies were reported during the packaging process of this lot that could be related to the reported condition. The fg lot was sterilized on (B)(6) 2015 and released for distribution purpose on 07/27/2015 in compliance with integra requirements and product specifications. (B)(4). The reported condition was confirmed with the evaluation of the returned unit. Although no definite root cause was identified, a potential root cause could be that the black particle was originally a part of the raw material (nosecone molded part).

Event description:
At the incoming inspection of goods by the distributor, a foreign material was found inside the package. There was no patient involvement.